Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380 - 2024 - 13222 - device 1 of 4.

Event description:
Unomedical reference number (B)(4).n event occurred in united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was bent within 3 hours of insertion. Patient's blood glucose at the time of event was 220 mg/dl. No further information available.